Event description:
During c-section, surgical tech assistant was assisting obstetrician by pushing down on upper abdomen to help move newborn down, the bovie pencil was either out of the holder or dropped out of the holder and activated, and burned through the drape and caused a half dollar size burn to pt's upper right abdomen. On 10/22/2010, biomedical report: tested all functions of the esu with no errors occurring. Unit operated as designed without failure. Tested cut, coag and bipolar tones. Tones good. Volume good. Tested cut output: 300=307; 100=102; 50=52 watts. Tested coag output: 120=111; 50=49; 25=24 watts. Tested bipolar output: 70=71; 20=17, tested footswitch that if both pedals were pressed at the same time coag activates, ok tested rem alarm, ok. Esi 11 ohms 40ua. Dates of use: (B)(6) 2010. Diagnosis or reason for use: cauterize vessels.